Event description:
It was reported that a lead revision was performed due to lead dislodgement. It was noted that the lead had no sensing and no capture. Several attempts to reposition were unsuccessful due to helix being unable to extend. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, no sensing, no capture and helix mechanism issue. As received, a complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with blood. X-ray inspection found over-torque of the inner coil consistent with procedural damage. After cleaning the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood and over-torque of the inner coil. The reported events of no sensing and no capture were not confirmed. Electrical testing and visual inspection of the lead was normal and found no anomalies with the exception of procedural damage.